Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Based on the cgm value of 67 mg/dl, the patient ate glucose candy to elevate the value. The patient felt tired, and her husband helped her do a bg finger stick which was 567 mg/dl. The husband called emergency medical services (ems) and upon paramedic arrival the bg finger stick was over 600 mg/dl. At the emergency room (ER) the bg finger stick was 670 mg/dl, and the physician treated her with 5 units of regular insulin. After 3 hours the bg returned to normal and she was discharged home in stable condition. At the time of the report the patient felt good and stated her bg value was 127 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.